Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. In addition to the no image event, it was also found that the front panel switches do not work. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found at the beginning of a diagnostic endoscopy. The procedure was completed using a similar device without delay.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Updated field.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera video system center had no image and the front panel switches did not work. The issue was found when performing inspection for the patient. There was no patient harm associated with the event.